Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that the patient was revised on (B)(6) 2014 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that the patient was revised on (B)(6) 2014 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative notes reports patient was revised due to a loose acetabular component. The head was removed and replaced. The cup was removed and replaced with a competitor component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04590 / 2014-04591).